Event description:
The customer obtained a negatively biased vitros iga result from a quality control sample when processed on a vitros 5600 integrated system. A vitros iga result of 71.5 mg/dl vs. An expected result of 122.6 mg/dl was predicted. A biased result of the magnitude and direction observed may lead to inappropriate physician action if occurred with a patient sample. The customer had no evidence that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a negatively biased vitros iga result was predicted from a proficiency sample when tested on a vitros 5600 system. No assignable cause could be determined. Acceptable results were obtained following the customer performing system maintenance procedures and using a fresh vitros diluent 2 reagent pack that is required for vitros iga testing. Pre-analytical fluid handling issues, vitros reagent and/or instrument issues have not been ruled out as potential contributing factors. A root cause was not identified.